Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the quick bolus button was difficult to press. Additionally, it was reported that the customer experienced low blood glucose (bg) levels that ranged below 20 mg/dl and 234 mg/dl. Customer addressed bg level with glucose IV. Reportedly, the customer continued to use the pump for insulin therapy.